Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw of the reload would close completely. About a half centimeter opened during a clamp test. No patient injury.